Event description:
Customer reports the stylet wire would not come out easily. After the wire was removed from the catheter, it was curly along the length of the wire and the user was unable to flush either lumen of the dual PICC line. The user cut the hub off of the PICC line to re-dilate the vein without performing an additional venipuncture. A bard brand catheter was placed. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports the stylet wire would not come out easily. After the wire was removed from the catheter, it was curly along the length of the wire and the user was unable to flush either lumen of the dual PICC line. The user cut the hub off of the PICC line to re-dilate the vein without performing an additional venipuncture. A bard brand catheter was placed. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The reported issue was confirmed by evaluation of one delta precision stylet assembly and one mc-45552-003c coated cath 2-l: 5.5 fr x 21-21/32" 55cm. The sample was returned with the stylet unthreaded from the catheter. A visual examination revealed the stylet has multiple curls from 10 cm - 45 cm from the stylet tip. The encapsulated transducer was intact. The catheter luer hubs were separated from the catheter body at approximately the 43 cm mark on the catheter. There were no flat spaces, no crimps observed on the catheter body. There were no indications the catheter was linked to the "curling" of the stylet. The sample was evaluated by vascular r & d who reported: upon receipt, the catheter sample was visually evaluated under 40x magnification for evidence of permanent high strain deformation of the catheter body. Nothing of note was identified. The extension line extrusions both exhibited permanent deformation consistent with the slide clamps being engaged/extension lines clamped for an extended period of time. This is consistent with the expected initial use of the catheter and subsequent return of the sample to teleflex with the clamps in a closed position. An 0.018" guide wire was able to pass through both extension lines, juncture hub, and short section of catheter body on the portion of the catheter assembly that had been removed by the user to facilitate catheter replacement. The 0.018" guide wire was able to be inserted through the distal lumen on the longer section of the catheter body. However, the proximal lumen did not permit the same passage. The catheter body segment was placed into an ultrasonic water bath in an effort to dislodge the blockage from the proximal lumen. Following sonication, repeated attempts at injection/aspiration of water through the proximal lumen (10cc syringe with 0.020" blunt tip cannula), and probing with the 0.018" guide wire, the material occluding the proximal lumen was ultimately dislodged. This material was found to be consistent with coagulated/dried blood. Following removal of the occluding material, the 0.018" guide wire passed freely through the proximal lumen of the catheter body segment thus indicating that this material (blood) was likely not the cause of the initially reported inability to flush through the proximal lumen when the catheter was in the patient's vasculature and was merely a result of the sample not being flushed/cleaned prior to return. A similar catheter (55cm, 2-l agba PICC) and undamaged vps stylet (engineering inventory) were then used in an attempt to replicate the challenges reported by the customer. A stylet was fully inserted into the distal lumen and the extension line clamp was fully closed. Although this is would not be expected in normal use, it was considered to be one possible explanation for both reported issues (difficulty removing stylet - with associated damage, and inability to flush the lumen(s)). It was found that although the withdrawal of the stylet was slightly more difficult than if the extension line clamp were not engaged, stylet removal was not found to be difficult, nor was the stylet noticeably damaged following removal. The stylet was reinserted into the distal lumen of the catheter and the catheter was doubled back on itself (180 degrees/in a u-shape) with the 180- degree bend having a radius of curvature of approximately ". This radius was sufficient to cause a localized collapse/kink of the catheter body at the midpoint of the 180-degree bend. This configuration was intended to simulate a condition consistent with a portion of the catheter body doubling back on itself due to a torturous/difficult patient vasculature. When the stylet was pulled from the catheter in this configuration, significant force was required to accomplish the removal and damage to the stylet (curling), not unlike the field-returned sample, was noted. This type of configuration could also explain the inability to flush either lumen as a kink in the catheter body would temporarily occlude both lumens. This assessment found no evidence of a defect within the returned sample as the cause for the issue identified in the clinical setting. A definitive statement regarding the cause of the difficulty removing the stylet (with resulting curl-like damage), coupled with the inability to flush either lumen while the catheter was in-situ cannot be made based on these findings. However, the evaluation does indicate that it is possible for the two failure modes to be explained by a doubling back of the catheter body on itself. A device history record performed on the catheter and the stylet did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on these findings. No further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.